Manufacturer narrative:
Product was not returned for testing. Production records have been supplied and analyzed. There were no malfuctions detected.

Event description:
Syringe is bent.

Event description:
Syringe is bent.